Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, patient¿s hip was revised on (B)(6) 2014 due to allegations of pain.

Manufacturer narrative:
The returned cup was evaluated and was found to have been manufactured within specifications. Visual examination of the cup showed evidence of scratching of the bearing surface with possible evidence of edge wear. Dimensional analysis of the internal features of the cup found all features to be conforming except for the roundness. The roundness can be affected by several factors once the component is in the field. This feature is measured 100% during the manufacture of the component. Additionally, no other components were returned for evaluation. It is likely that the component was conforming when it left biomet control. Root cause cannot be identified at this time due to insufficient information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: intraoperative or postoperative bone fracture and/or postoperative pain. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.